Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead wire moved about a year ago. It was noted that the lead had moved a second time as well, but dates and specifics were not given. Additional information was requested; if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 377860, lot# v001918, implanted: (B)(6) 2006. Product type: lead: product ID 377860, lot# v001918, implanted: (B)(6) 2006. Product type: lead: product ID 377860, lot# v001918. Product type: lead: product ID 377860, lot# v001918. Product type: lead. (B)(4).